Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: under precautions, it states,"biomet recommends that all instruments be regularly inspected for wear and disfigurement." The threaded cable end fracture surfaces suggest a fatigue fracture. Fracture of the threaded cable end prevented the acetabular cup from disengaging the inserter handle. (B)(4).

Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2010. During the procedure, the surgeon could not disengage the inserter from the acetabular cup once the cup was impacted into the acetabulum. The surgeon had to remove the cup with the inserter still attached. The procedure was completed using another inserter handle and acetabular cup that was on hand. There was no injury to the patient and no significant delay to the procedure.